Event description:
It was reported that the patient presented to the ER after experiencing chest pains. While under observation at the hospital the patient received a vibratory alert. Device interrogation revealed a nonsustained lead noise alert had been triggered. Upon review of the egms, myopotential oversensing was suspected as causing the nonsustained lead noise trigger. Programming changes were made and the patient notifier was disabled.

Manufacturer narrative:
No medwatch form was received.